Event description:
I had a sleep study done at sleep insights and they used collodion to have the electrodes to stick to my head and about a month after my sleep study, my hair started to fall out leaving me with patches of bald spots where the collodion was to stick the electrodes to my head.